Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - model #, catalogue #, expiration date, UDI #, serial #: unknown/not provided. Section d6a - implant date: not applicable to suspect device. Section d6b - explant date: not applicable to suspect device. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the irrigation setting has been turned on, with the phaco handpiece in the eye, the surgeon has experienced a thin, straw like fiber enter the eye. The fiber is around 5mm, flexible and easy to remove. This report relates to the phaco handpiece. Separate reports are being submitted for the phaco tip and tubing.